Event description:
Oxygen tubing has end tidal tubing connected and it pulls apart from oxygen tubing to connect to its base. It has cracked in half 2 times. Didn¿t write event last time. Thought it was a one off. Could not measure end tidal numbers until I changed it. This is a critical number when sedating.